Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported of excessive no delivery alarms and vibrator anomaly. The customer's blood glucose level was 7.8 mmol/l at the time of the incident. The customer stated that the pump detected an occlusion that prevented the flow of insulin. The product was not returned for analysis.